Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported and healthcare professional confirmed left side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed crease sharp opening on posterior assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Stress marks observed. No further actions are required as the device was implanted.

Event description:
Patient reported and healthcare professional confirmed left side "rupture." Device has been explanted.